Manufacturer narrative:
Complaint no: (B)(4). This lot was manufactured august 20, 2014 to august 25, 2014. The device was received for evaluation. Visual inspection noted a cut approximately 1.70mm in length, located in the tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a small volume intermate was cut. The cut was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.